Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue. The fault was due to the damaged compressor of the cooling system. In case of a hole of the evaporator, the refrigerant fluid will leak and water will enter the cooling circuit. This situation will cause a damage of the cooling compressor. The compressor failure leads to an increase of the leakage current of the device and as a consequence the main fuse will be triggered. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that on a heater-cooler system 3t tripped the mains supply during disinfection procedure. There was no patient involvement.